Event description:
The rubber septum of the injection cap became dislodged and was no longer occluding the cap causing the system to be open. The cap was at the distal end of a huber needle extension tube that was accessed into a client's catheter. The pt had a blood back up and actually bled out of the non-occluded injection cap. Pt did call the office, the tubing was clamped, bleeding stopped and the rn replaced the cap.